Event description:
It was reported that during a da vinci-assisted surgical procedure, a strand of wire has come loose at the distal end of the monopolar curved scissors (mcs) instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed no delay in the procedure has been reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.